Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. The fsr could not confirm the problem reported by the customer. The fsr determined the 02 monitor needed to be calibrated; which was performed. The field service representative verified the performance of the ventilator and confirmed it met all vyaire manufacturer specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the vela ventilator was autocycling. It is unknown whether there was any patient involvement associated with this event.